Event description:
It was reported that during a training/demo of the da vinci system, the customer encountered a recoverable error 32100. The technical service engineer confirmed the error in the system logs pointing to the entry guide manipulator pitch. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the single-port one axis manipulator controller board (soam) and the motor module. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the single-port one axis manipulator controller board (soam) and motor module for failure analysis investigation. The units were analyzed and the soam was analyzed in failure analysis. In logs, the 32100 IV monitoring errors were seen pointing to the pitch egm, confirming a fault occurred in the field. During visual inspection, no issues were seen that would be relevant to the reported problem. The unit was installed onto golden system where the component had functioned as designed. All switches and joints were actuated, and the system was left to idle for about an hour but no faults or errors were triggered. The system was power cycled 10x with no issues. The pitch egm motor module was returned for failure analysis and the reported 32100 error was confirmed and replicated. In logs, the 32100 ivmon errors were confirmed pointing to the brake. During visual inspection, no issues were seen that would be related to the reported event. Using a multimeter, the brake leads were tested and were found have continuity to the motor housing. The probable root cause is attributed to electrical defect of the brake coil assembly.

Event description:
Refer to h11 for follow-up information.